Event description:
Event description guidant received information that a pause in pacing was observed on this ventricular lead. Additionally, poor p-wave morphology and sensing of ventricular activity were observed on the atrial lead. The decision was made to place a new atrial lead during the procedure to upgrade this patient to an automatic implantable cardioverter defibrillator. Both the atrial and ventricular leads were surgically abandoned.